Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the sensor was removed, a part of the electrode remained in the patient's body. It was reported that the physician removed the remaining electrode. No further details given.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found cannula whole with no broken or missing parts.